Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an alert 35 (insulin occlusion) and subsequently changed their infusion set. Following the supply change, the user received an "unable to proceed" error. The user later turned off the ilet device and was unsure how to turn it back on. It was explained that the ilet must be placed on the charger to power back on. The user was not near the charger at the time and planned to call back once home. In the meantime, the user was using backup therapy. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.